Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's g5 mobile application restarted the session all by itself. No additional patient or event information is available. Patient using the device is under two years old. The dexcom g5 mobile continuous glucose monitoring system states: the dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes.